Event description:
It was reported a 6f angio-seal vip was selected for use and there were no problems reported with deployment. A few hours later, the patient complained of groin pain and bleeding was present at the puncture site. The patient went into hemorrhagic shock and underwent surgical exploration. The angio-seal anchor and suture were removed, but the collagen was not located. The patient's condition was reported to be stable. There is no information available regarding the surgical intervention.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.